Event description:
On (B)(6) 2012 covidien (B)(6) reports: a (B)(6) male pt with a poor venous status and a sternoclavicular arthritis rec'd optiject (ioversol) by IV route on the hand or wrist, via an automatic injector, for a scan of thorax, abdomen and pelvis on (B)(6) 2012. During optiject injection he experienced a mild extravasation (less than 10ml) with local edema and pain at injection site (hand or wrist) leading to the interruption of the examination. The final outcome was unk. The rptr evaluated the severity of the extravasation as mild and stated that the risk of extravasation could be enhanced by the fragility of veins of the pt and by his medical history (sternoclavicular arthritis).

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.